Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount as a result of a cracked nose cone. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk procedure, crack in the handpiece. Another device was used to complete the case. No pt consequence.